Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file, however a specific cause of the events could not be determined. In addition, a direct correlation between the device and the reported hemolysis, thrombosis, stroke and infection could not be conclusively established through this evaluation. Device thrombosis, hemolysis, stroke, infection, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline infection is reported under MFR# 2916596-2017-02962. Approximate age of device: 6 months. (B)(4). A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was hospitalized on (B)(6) 2018 due to abdominal pain and elevated lactate dehydrogenase (ldh). The submitted log file was reviewed by the manufacturer¿s technical service representative and low flow and pump stoppage were observed. Additional information was received on (B)(6) 2018, stating that the patient had acute stroke secondary to thrombosis and septic emboli related to a previous driveline infection. The patient's lvad support was turned off on (B)(6) 2018 and the patient was discharge to hospice. No additional information was provided.